Event description:
Customer reported the alarm does not sound when weight is lifted from the sensor the alarm was tested with a known working sensor and the alarm functions properly. Customer did not provide a date when discovered. No incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).